Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 694765, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw), which was resulting in inappropriate episodes of mode switch. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.